Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event and treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with therapy was not reported. Additional information was not available.